Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of separation catheter from adapter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that 2 perforations were observed side to side in the catheter tubing which causes the device to leak when tested. Bd determined that the cause of the failure was not related to any part of the manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero separation catheter from adapter. It was reported by customer that nearport catheter appears to be coming apart from strain relief. Flush and blood leaking out at the hub/strain relief upon insertion. Verbatim: nearport catheter appears to be coming apart from strain relief. Flush and blood leaking out at the hub/strain relief upon insertion.